Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs #2937457-2014-00149, 00150, 1225714-2014-00243, 00244, 00245 and 00246.

Event description:
The plaintiff's attorney alleged that the decedent experienced a coma event on or about (B)(6) 2013 and subsequently expired on or about (B)(6) 2013, after the use of the product.